Event description:
A titan one touch release pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the longer length pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were also noted on both pump exhaust tubing and pump inlet tubing. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with cylinder 1 and 2 and reservoir. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all tubing was overlapping while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the longer length of pump exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Lot number: 2643490. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, failure of the penile implant was reported. The device was removed.